Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver logs were attempted to download but could not be retrieved. The functional test was attempted but could not be performed due to power issues. The receiver case was opened for an interior inspection and it passed. Replacing battery did not fixed the problem. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.